Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the display did return during troubleshooting. The customer also stated that the insulin pump had multiple pump error. The customer stated they were unable to clear the alarm. The customer performed self test and failed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to confirm a17 alarm, a21 alarm, e13/a13 alarm and unable to perform any tests due to blank display.